Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional event information available.

Event description:
It was reported that during decontamination/sterilization processing the ratchet handle did not fit correctly onto the mesher. The ratchet was unable to perform the up and down motion to turn the mesher. There was no patient involvement with no report of harm or delay. Due diligence is in process for the serial number of the skin graft mesher. No additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign : australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the ratchet handle would not fit properly on the bottom roll. The comb was bent and the bottom roll was damaged. The comb, bottom roll, and ratchet gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.